Manufacturer narrative:
For the treatment of a polyp in the caecum a colonic ftrd was used. The instruction for use states that clip deployment needs to be verified before tissue resection. The clip deployment was not verified by the user before tissue was resected. The resulting perforation was closed by laparoscopic surgery and the patient recovered uneventful. The technical analysis of the device in question revealed no irregularities or deviation from product specification. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
A polyp in the caecum should be removed with colonic ftrd set. Clip was not sucessfully deployed before tissue resection and the resulting perforation was treated by laparoscopic intervention. The patient recovered and was discharged from hospital after 5 days.